Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that the patient experienced shocking when their stimulator was not on. This issue had only occurred one time around (B)(6) 2015. The patient felt the device come on by itself, they then felt a light tingling. The patient thought they would turn the implantable neurostimulator (ins) on to ¿reset¿the battery. It was at this point that the device shocked the patient. As a result of this event the patient experienced mental trauma and was scared to turn the stimulator back on. The cause of the shocking was not determined, however it was noted that their doctor felt the shocking was due to a worsening of the patient¿s neurological disease and not so much their ins. The patient was implanted for chronic low back pain.

Manufacturer narrative:
Corrected information: sex, date of birth.